Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, a patient suffered from patellar maltracking with a >5mm patella displacement. It was communicated that the requested medical documentation/information was not reported in the article. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment could be rendered at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include patient anatomy or a procedural error. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Literature case: "comparison of intraoperative lateral support band release or not in the application of anterior knee pain after total knee replacement". Author: ma lige, yin wanle, you xiaoying. In this study there were 45 patients bearing genesis ii. It was reported that the patient suffered from patellar maltracking. The patient presented patella displacement >5 mm.